Manufacturer narrative:
It was reported that the internal pressure (pint) was unstable. The failure occurred during treatment. A getinge field service technician (fst) was sent for investigation on 2023-06-15. The hls cable was replaced, as it was rusty. After the exchange of the cable the internal pressure reading did not improved much and the device was still in use on a patient. On 2023-06-26 the device was investigated and repaired. The reading issue was caused by the sensor panel. The sensor panel was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The affected hls set will be investigated in complaint# (B)(4) (mfg report number 8010762-2023-00303). Another disposable connection cable with the same failure "corroded pins/rusty" was investigated by getinge life cycle engineering on 2021-03-31. Deposit and oxides were found on the cable socket. By wetting the socket plane with salt-containing liquids (priming), the measurement signals were influenced by the electrical conductivity of the contamination. A service bulletin was published may 2021 to make the users aware that the contacts of the plug connections must not come into contact with cleaning agents, disinfectants or priming liquid. A similar failure with the sensor panel which caused a pressure reading issue was investigated by getinge life-cycle-engineering. After visual inspection of the choke a striking place with two damaged wires was detected. Therefore the sensor panel failed. The most probable root cause is a mechanical damage of the current compensated choke. According to the instruction for use (cardiohelp, chapter 5.3 "connection the sensors") it is stated to ensure that the connected sensors are not defective and to not use, if there is a visible damage. The review of the non-conformities has been performed on 2023-06-16 for the period of 2013-05-23 to 2023-06-15. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2013-05-23. Based on the results the reported failure "rusty hls cable and pressure reading issue" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that the internal pressure (pint) was unstable. The failure occurred during treatment. A getinge field service technician (fst) was sent for investigation and repair on 2023-06-15. The hls cable was replaced, as it was rusty. After the exchange of the cable the internal pressure reading did not improved much. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The affected hls set will be investigated in complaint# (B)(4). Another disposable connection cable with the same failure was investigated by getinge life cycle engineering on 2021-03-31. Deposit and oxides were found on the cable socket. By wetting the socket plane with salt-containing liquids (priming), the measurement signals were influenced by the electrical conductivity of the contamination. A service bulletin was published may 2021 to make the users aware that the contacts of the plug connections must not come into contact with cleaning agents, disinfectants or priming liquid. As the exchangement of the rusty hls cable did not solved the failure following root causes can lead to the reported failure according to the risk file of the cardiohelp device: defective pressure sensor of the hls set. According to the instruction for use (cardiohelp, chapter 5.3 "connection the sensors") it is stated to ensure that the connected sensors are not defective and to not use, if there is a visible damage. The review of the non-conformities has been performed on (B)(6) 2023 for the period of 2013-05-23 to 2023-06-15. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2013-05-23. Based on the results the reported failure "pressure reading issue" could be confirmed, but was not related to the defective hls cable. Based on the results the reported failure "rusty hls cable" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the internal pressure (pint) was unstable. The failure occurred during treatment. No harm to any person has been reported. Complaint ID# (B)(4).